Event description:
The pt was in a bed and restrained using wrist restraints. Pt was restless and kicking legs. Ten minutes later the pt was found with no pulse or respirations. The pt was found on the right side of the bed. Th pt was out of the bed, with both feet on floor, the legs were bent and the upper body between bed and upper siderail. The side rails remained padded, in the up position and the wrist restraints intact. The bed was in the low position and wheels locked.